Event description:
It was reported that during a procedure, the adenoid tip broke. The procedure was completed using a cautery. There was no impact to the pt, and no reported adverse event.

Manufacturer narrative:
(B)(6) 2012: this MDR is being filed based on a retrospective review of complaints received by the manufacturer. The facility did not retain the device and did not provide a lot number; therefore, an investigation of the device or the lot number file could not be performed.